Event description:
The device was returned after being explanted due to medical judgment. The device subsequently tested out of specification following manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device received for evaluation and no anomalies were found. Performance data collected from the device and have analyzed the data. Impedance - resistance/impedance increase. Weekly pace lead trend data shows a gradual increase for min and max rv pace= 576 to 1824 ohms peak between (B)(6) 2010 and (B)(6) 2012.